Manufacturer narrative:
Solution unclear; device status unknown. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that geometry operation failed; estop and shunt trip hit on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.